Event description:
The customer reported the ventilator failed pre-operational testing due to a low circuit pressure measurement. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Pressure inconsistency during normal ventilation mode usage may result in an sustained closed/open system. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse) who advised the customer inspect routing of the pneumatic tubing from the 3 station solenoid to the pressure transducer for kinks. The customer reported the tubing was found pinched. The customer reported this started to occur after he had performed preventive maintenance. The customer reported the tubing was rerouted to prevent the occurrence and reported the problem did resolve.

Manufacturer narrative:
Device out of warranty; no manufacturers service requested. Pinched tubing. Out of warranty; no request for MFR serv.